Event description:
It was reported that the this right atrial (ra) lead was broken during explant procedure. No adverse patient effects were reported. This report reflects information received by FDA in the form of a.

Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes. Please find enclosed the FDA letter's.